Manufacturer narrative:
(B)(6). The actual sample was not available for investigation however, one photograph was provided for investigation. Visual inspection observed that the tp square was broken. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m100 set c, an external fluid leak due to an unspecified damaged connector was observed. There was no patient involvement. No additional information is available.